Event description:
The patient reported complaining of a pump error in the line. The patient reported that when he has ran it several times for his past infusions, he keeps getting a line error and the home health rn is unable to fix it. The product lot number is 274406 and the expiration date is unknown. The device is being returned to cvs and a new pump is being shipped to the patient. There were no doses missed due to the pump malfunctioning. There were no adverse drug events reported. No further information was provided. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by pt/caregiver.